Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's both air intake filters was replaced. Software update to version 1.06.05 was performed. Internal cleaning is performed. The test and verification procedure for this device, the device configuration is restored to the factory.